Event description:
The contact stated that the customer tested his blood glucose and received a reading around 495 mg/dl. The customer felt the reading was too high. He attempted to retest his glucose, but the meter would not count down. An ambulance was then called and the customer was taken to the hospital. He was treated with insulin and admitted for high blood glucose. The meter and test strips were returned for evaluation, and replacement products were sent.

Manufacturer narrative:
The qa lab found the meter would randomly shut off during countdown. It was not possible to obtain a reading.